Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon removal, a crack in the left cylinder connecting tube was identified. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon removal, a crack in the left cylinder connecting tube was identified. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functional tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results. Without a functional test, the allegation of a mechanical issue is unable to be confirmed. The allegation of a hole/perforation in the tubing was unable to be confirmed as the tubing was not returned for analysis; therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).